Event description:
Patient, with a history of breast cancer, radical mastectomy, and radiation therapy, presented to the physician with pain around the ipg site. Upon examination, it was observed that the ipg was not fully encapsulated and was moving within the pocket. Physician brought the patient into the or, explanted the ipg and a portion of the stimulation lead, and closed.